Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. On (B)(6) 2022 between 5:30-5:45pm the customer received a blood glucose result of 258 mg/dl. Within 15-20 minutes the customer experienced low blood symptoms of weakness, sweating, and became unresponsive. The customer's wife arrived home at 6:00pm and thought the customer was sleeping, she tried to wake him, and he was delirious, but was answering her questions. At this time, she tested the customer's blood glucose and received a result of 199 mg/dl. She alleged that this reading was too high, based on his symptoms, so she attempted to treat the customer with orange juice. At this time the customer lost consciousness and became unresponsive. At 6:00pm she called 911. The first responders (firefighter's) arrived at 6:10pm, and received a blood glucose result of 128 mg/dl on their blood glucose device. They did not treat the customer. The emt's arrived at 6:20pm and received a blood glucose result of 47 mg/dl on their professional meter. The customer was treated with an IV of glucose. The customer regained consciousness within 8 minutes of receiving the IV. The caller reported that he was unconscious for about 35-40 minutes total. The customer's blood glucose was checked periodically while he was in the ambulance, after regaining consciousness. The customer was able to leave the ambulance and go back into the house, when his blood glucose was 65 mg/dl and he was able to walk and answer the emt's questions. The customer was not transported to the hospital.

Manufacturer narrative:
Section d4: corrected the UDI # based on the returned product.